Event description:
Related manufacturer report number: 1627487-2023-00595 and 1627487-2023-00596. It was reported that the patient's lead extensions were damaged. As a result, the patient underwent surgical intervention during which the lead extensions were explanted. The ipg was also explanted due to physician concerns.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as it was determined the ipg was not involved in the issue, as the issue continued after the ipg was replaced.